Manufacturer narrative:
The information being reported was found in a journal article titled "total hip arthroplasty in young patients, 8 to 13 year results using an uncemented stem". Clin orthop rel res 2000;373:153-164 current information is insufficient to permit a conclusion as to the cause of the event. Event details and product identification was not provided for the revision mentioned in the journal article. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by jr mclaughlin and kr lee. Manufacture date - unknown. (B)(4).

Event description:
Information was received based on a review of a journal article referencing a retrospective study of total hip procedures that took place between (B)(6) 1983 and (B)(6) 1988 utilizing taperloc femoral stems. The article indicated that a revision procedure was performed immediately postoperative due to peroneal nerve palsy. The femoral stem was removed and replaced. No further information has been provided to date.